Manufacturer narrative:
H3, h6: the system was serviced in the field and no issues were found with the unit. The monitor turned on without issue. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) multiple fdd/annex a codes were reported. A110201 was coded for the mvs not powering on. A13 was coded for the physical damaged to umbilical. Multiple annex g codes were reported. G02027 corresponds to concomitant product that compromises the reported event of the mvs not powering on. G02004 corresponds to concomitant product that compromises the reported event of physical damaged to umbilical. No parts have been returned to the manufacturer for analysis. Applicable codes: b17, c20, d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported outside of a procedure that the mobile viewing station (mvs) monitor would not power on. There was visible damage to the umbilical cable. The image acquisition system (ias) was powering on as normal and there were no battery indicators. The site attempted to hard reboot the system twice and verified that the system had been plugged in over night. The power led was illuminated, the umbilical was reseated, and the system was rebooted. There was no patient involvement.